Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn or rotate. Effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781 - opened to investigate the increase in complaint rates for the eds product line.

Event description:
Nt821731c - experienced issues with two defective drains - 2 recent occurrences with the same issue. Patient had a ventriculostomy catheter placed on (B)(6) 2025 at the bedside. Natus eds was prepared and attached to the catheter. On 8/19, the 3 way stopcock handle broke off. Excessive force was not used; it was an hourly check of the device. New eds was prepped and attached to patient and broken device was sequestered. Sterility of the broken eds was not compromised.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Sterile date of product: 31 oct 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Risk management review: a review of doc-035405 medical device hazard analysis (rev 10), identifies the hazard situation as "4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)." The risk level is considered moderate. Based on complaint of "broken stopcock handle." This determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: this case had a drainage system with a damaged drip chamber stopcock. The stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The drip chamber stopcock material exhibited significant deformation. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. The brackets on the burette that glides along the measuring base were broken. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted. The stopcock exhibited an elevated rotational resistance relative to baseline performance observed in new units. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - experienced issues with two defective drains - 2 recent occurrences with the same issue. Patient had a ventriculostomy catheter placed on (B)(6) 2025 at the bedside. Natus eds was prepared and attached to the catheter. On (B)(6), the 3 way stopcock handle broke off. Excessive force was not used, it was an hourly check of the device. New eds was prepped and attached to patient and broken device was sequestered. Sterility of the broken eds was not compromised.